Event description:
The customer reported abnormal color reproduction with the olympus rigid video laparoscope, where red appeared green and green appeared pink. No patient injuries occurred.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.